Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) would not depress at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, and the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was in the black/white position. No additional anomalies were observed during this visual inspection. A deployment simulation evaluation was performed. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, which resulted in proper wire retraction, expected plug deployment, and the transition of the indicator window to the black/white and red position. The deployment simulation was successfully executed, and no abnormal condition was observed. A high-magnification evaluation was performed on the internal mechanism of the device. No abnormal conditions were observed on the internal mechanism of the device. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed during analysis of the returned device. When the window transitioned to black/black, the lever was able to be depressed with successful plug deployment. There were no anomalies to the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) would not depress at all. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.